Event description:
In 1994, complainant's spouse had acorn vsp screws, bolts, and nuts, placed in spinal bones and pedicles. Shortly after the surgery in 1994, the complainant and pt moved to where they reside now. In 1997, complainant's spouse found out that one of the screws in their back was "floating" in the spinal area. The complianant got the original surgery report which stated that dr had commented that there wasn't enough machine thread on the screws at l-4, so he couldn't apply the lock buts. Complainant didn't know if that was because the screw was defective or if the surgeon put the screw in wrong. Complainant states spouse has had back pain ever since original surgery. They state that dr didn't tell them anything. They stated that the surgical records document that some of the screws, bolts and nuts are approved but they are only under investigation for insertion into the pedicle areas. Complainant felt that spouse's doctor should have told them that before the surgery. Complainant wants to know what vsp means and if they had any civil rights. Complainant refuses to discuss this with dr. Doesn't know name of MFR of spinal screws.